Event description:
Procedure type: lavh. According to the reporter: the endo stitch needle was inside the pt via trocar. The surgeon was suturing the vaginal cuff and the endo stitch needle broke in half and fell out of the endo stitch device inside the pt. The surgeon retrieved the two broken pieces via our trocar and a grasper. The surgeon had visualization the entire time. Another endo stitch needle (same lot number) was used successfully to finish closing the cuff. The case was extended by more than 30 minutes. There was no bleeding reported in excess of 500 cc.

Manufacturer narrative:
(B)(4).